Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away due to respiratory failure. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.